Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: h1: no. Of events summarized was inadvertently filled out in the previous MDR. This field should have been blank as this report is not eligible for voluntary malfunction summary reporting (vmsr).

Manufacturer narrative:
Additional information: d9, h6 and h10. H10: the device was received for evaluation. The visual inspection and an air leak test of the actual sample showed that the return line was cut inside the screwed connector and a leak was observed from the connection between the return line pre chamber and the return screwed connector. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.